Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had been experiencing a "consistent" high blood glucose (bg) level of 250 mg/dl. The contact stated that the customer had the flu and after being put on an inhaler and antibiotics, the bg level went as high as 400 mg/dl. The contact declined tandem technical support's offer to troubleshoot and was confident that the high bg was due to the flu and medication. The healthcare provider indicated that the temp rate setting on the pump could be used to address the high bg level.